Event description:
Dealer states left motor brake is faulting when driving, turn off and on, temporarily goes away.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.